Event description:
The customer reported that they were unable to view stored historical patient data on their acuity central station system for one particular patient. There was no loss or interruption of real-time centralized patient monitoring or alarm surveillance, and no patients were adversely affected as a consequence of this product problem. The problem was limited to an inability to retrieve the past data of one patient who had been discharged. Additional information for the patient identifier was not available.

Manufacturer narrative:
Investigation has begun, but is not complete; no conclusions are available at this time. Analysis of log files obtained via modem connection to device. For this reason, it is unnecessary to physically return the device to the manufacturer for evaluation to be performed.